Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that intermittently the vertical column on the 9800 system would not raise and lower. Multiple pressing of the column control switches required to move column. There was no report of pt injury.